Event description:
The customer's mother reported that the insulin pump alarmed button error. Troubleshooting was done. Customer's blood glucose was 192 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump had an intermittent button response due to up and down button on keypad traces. No button error alarm during testing. Insulin pump had minor scratches on lcd window, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.